Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported customer's insulin pump alarmed no delivery. Customer's blood glucose is 241 mg/dl. Customer has already changed her infusion set. She disconnected and performed a fixed prime. Insulin exited the tubing. Customer was advised the alarm was caused by a possible site issue. Nothing further reported.